Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the abdomen. The patient was sleeping, and her husband noticed early in the morning that the patient was experiencing cold sweat. The husband checked her pump and the cgm reading was 4.2 mmol/l. The patient was losing consciousness on and off, and the husband took a blood glucose reading which was 2.8 mmol/l. The husband treated the patient with fast carbohydrates and after the treatment the patient´s bg stabilized. There was no medical intervention documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.